Event description:
The customer reported that the sys displayed a "checking file sys" error message and would not complete boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.